Event description:
It was reported that the scale marking on the syringe 1ml ls sp120 near the 0.3 ml unit was blurred. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid-19 vaccination. According to the customer's report, the scale marking near the 0.3 ml unit was blurred."

Manufacturer narrative:
H6: investigation summary : sample and photos received for investigation, upon visual inspection of the syringe, it can be observed the syringe is damaged, the barrel is deformed. The scale has the line 0,3 partially erased. A device history review was performed for the reported lot 2006014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection shows the syringe has been damaged at the scale, with barrel damage and blurred scale. This points a touch has been produce during or after marking process in the automated equipment¿s. Possible root cause is associated with the marking process, a touch that blurred the scale during marking process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale marking on the syringe 1ml ls sp120 near the 0.3 ml unit was blurred. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid-19 vaccination. According to the customer's report, the scale marking near the 0.3 ml unit was blurred."